Manufacturer narrative:
A compressor unit that is not able to start up may delay the patient treatment, the issue will be detected during the startup procedures. If the compressor is malfunctioning during patient treatment, the connected ventilator will switch the delivery of gases to 100% oxygen gas. If no oxygen is connected, the issue may lead to stop of ventilation, both the compressor and the connected ventilator unit will generate alarms to alert the operator. More information about the event was sought and request to return the replaced goods for investigation was made but not received. Without any more information, it is not possible to conclude or establish any root cause regarding the reported issue. H3 other text : 4114.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref.#: (B)(4).